Manufacturer narrative:
Manufacturing review: this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection/functional-performance evaluation: as the device was not returned, an inspection and an evaluation could not be performed. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: medical records were provided. The medical records allege that during filter implantation, an inferior venacavagram showed multiple filling defects within the inferior vena cava. There was resistance in place in the catheter to the intrahepatic portion of the ivc. These filling defects may represent ivc thrombus or may represent external compression on the ivc via the fetus causing a pancake effect. The g2 filter was implanted above the renal veins in a patient allegedly at (B)(6). Allegedly, there was some asymmetry of the filter legs but the filter appeared to be stable in position. Approximately a week and a half later, post c-section, a CT scan allegedly identified the filter to be slightly tilted. Approximately 7 months later during a venogram and possible removal attempt, the filter allegedly was found to be in a lateral position with the cone partially pushed out or through the caval wall. A 6mm balloon was allegedly used to gently try and reposition the filter. This was unsuccessful. It was determined to leave the filter in place. Approximately 7 months later, CT imaging allegedly demonstrated the filter lying proximally transversely within the right and left renal veins with the apex oriented toward the left. Allegedly a detached limb was identified in the anterior aortocaval space. Numerous limbs were found to be projecting outside the caval wall. During a follow-up exam three months later, x-rays were allegedly reviewed which demonstrated the ivc filter overlying l2 in a transverse orientation. The positioning of the detached limb was found to be unchanged. Allegedly a second limb within the filter may have detached. Based on the medical record review, filter tilt, limb perforation of the ivc, caudal migration and limb detachment can be confirmed. The filter was allegedly implanted suprarenal in a pregnant patient. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." It was further reported that during implantation, multiple filling defects were detected. These filling defects could have been thrombus or represent external compression on the ivc via the fetus. Per the IFU, "if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer catheter." If the filling defects represented external compression via the fetus, it is possible the filter shifted when the baby was delivered by c-section. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. The patient was approximately 35 weeks gestation with her first pregnancy when leg pain developed. Doppler studies were performed and were negative for dvts. The pain became constant and swelling increased in the left thigh. The patient presented to the hospital and doppler studies were again performed which revealed large deep venous thrombosis of the left lower extremity. The patient was admitted to the hospital and started on IV heparin. The following day it was decided that an inferior vena cava filter would be implanted since a maternal fetal medicine consultation revealed the fetus was in a breech position and the baby would need to be delivered via a c-section within the next two weeks. An ivc filter was deployed in a suprarenal position in excellent position. There was some asymmetry of the filter legs but the filter appeared to be in a stable position. The patient tolerated the procedure well. Six days post ivc filter deployment, a c-section was performed due to the breech position of the fetus. One week post ivc filter deployment, CT scan of abdomen and pelvis demonstrated the filter to be slightly tilted and extended from the intrahepatic portion of the ivc. This extended to just below the renal veins and about the arch of the right renal artery level. Approximately seven months post ivc filter deployment, CT scan demonstrated the filter was tilted and partially embedded into the wall and possibly through the wall of the inferior vena cava. A vena cava gram was performed and demonstrated the filter legs to be outside of the vena cava wall. A filter retrieval procedure was performed and a 6mm balloon was used in an attempt to reposition the filter, but was unsuccessful. The decision was made to leave the filter in place. Approximately six years post filter deployment, a CT scan demonstrated a tilted filter with multiple filter limbs perforating the wall of the ivc. A filter limb was identified to be detached and located in the anterior aortocaval space. The physician stated there is low risk of migration and the filter will be monitored every six to twelve months. The filter remains implanted.

Event description:
It was reported that the patient was approximately 37 weeks gestation and developed dvt of the left lower extremity. A vena cava filter was successfully deployed since the fetus was in a breech presentation and the baby would need to be delivered via a c-section and the patient could not be anticoagulated. One week post ivc filter deployment, CT scan of abdomen and pelvis demonstrated the filter to be slightly tilted and extended from the intrahepatic portion of the ivc. Approximately seven months post filter deployment, imaging identified a tilted filter embedded within the ivc wall, and multiple filter limbs perforating the ivc wall. An attempt to reposition the filter with a balloon was unsuccessful; and no attempt was made to retrieve the filter. Approximately six years post filter deployment, a CT scan identified a detached filter limb in the anterior aortocaval space. The physician suggested monitoring of the filter every 6-12 months. No reported attempts have been made to remove the filter or detached filter limb. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient underwent deployment of an ivc filter secondary to a history of deep vein thrombosis and prophylaxis for planned cesarean section on. An inferior vena cavogram showed multiple filling defects within the inferior vena cava. There was resistance in the catheter to the intrahepatic portion of the inferior vena cava. These filling defects were felt to maybe represent ivc thrombus or external compression on the inferior vena cava via the fetus causing a pancake effect. Placement was confirmed at the level of the renal veins in excellent position. There was some asymmetry of the filter legs but the filter was felt to be in stable condition. Approximately eight years six months post ivc deployment, the patient presented to the emergency department with complaints for acute flank pain. At this time, a prior attempt for removal was reported a year after ivc deployment, but no records are found to support this. Same day a CT scan was performed and showed the ivc had turned sideways in transverse position and that one of the struts was in patient's right ventricle, one through the wall of the ivc into the retroperitoneal fat and into the renal parenchyma, one in the aortocaval fat, and embolized strut in the right ventricle. Interventional cardiology was consulted and it was felt the ivc filter eventually needed to be removed because it was breaking into pieces. Approximately eight years seven months post ivc filter deployment, a radiology exam showed two displaced struts, one in the right ventricle and one in the inferior ivc. Shortly thereafter, patient underwent a removal procedure under transesophageal echocardiogram where the strut in the right ventricle was successfully retrieved after snaring from the right ventricle outflow tract. A very small pericardial effusion was found before the initiation of the procedure. The current condition of the patient and that of the filter are unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. A day post c-section, a CT scan identified the filter to be slightly tilted extending from the intrahepatic portion of the inferior vena cava. Approximately 7 months later during a venogram and possible removal attempt, the filter was found to be in a lateral position with the cone partially pushed out or through the caval wall. A 6mm balloon was used to gently try and reposition the filter. This was unsuccessful. Approximately six years two months post deployment, CT scan demonstrated the filter lying proximally transversely within the right and left renal veins with the apex oriented toward the left. Approximately eight years six months post ivc deployment, a CT scan showed the ivc had turned sideways in transverse position and several struts were found to be projecting outside the caval wall. Approximately eight years seven months post ivc filter deployment, a radiology exam showed two displaced struts, one in the right ventricle and one in the inferior ivc. The strut in the right ventricle was successfully retrieved after snaring from the right ventricle outflow tract. Therefore, the investigation can be confirmed for filter tilt, limb detachment, perforation of the ivc, migration and retrieval difficulties. Per the medial records, the filter was implanted suprarenal in a pregnant patient. Per the IFU (instructions for use) "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Additionally, it was reported that during implantation, multiple filling defects were detected. These filling defects could have been thrombus or represent external compression on the ivc via the fetus. Per the IFU, "if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer catheter." If the filling defects represented external compression via the fetus, it is possible the filter shifted when the baby was delivered by c-section. This could have led to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. If misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Retrieve the g2 filter using a recovery cone. Warnings: if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer catheter. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was approximately 37 weeks gestation and developed dvt of the left lower extremity. A vena cava filter was successfully deployed since the fetus was in a breech presentation and the baby would need to be delivered via a c-section and the patient could not be anticoagulated. One week post ivc filter deployment, CT scan of abdomen and pelvis demonstrated the filter to be slightly tilted and extended from the intrahepatic portion of the ivc. Approximately seven months post filter deployment, imaging identified a tilted filter embedded within the ivc wall, and multiple filter limbs perforating the ivc wall. An attempt to reposition the filter with a balloon was unsuccessful; and no attempt was made to retrieve the filter. Approximately six years post filter deployment, a CT scan identified a detached filter limb in the anterior aortocaval space. The physician suggested monitoring of the filter every 6-12 months. No reported attempts have been made to remove the filter or detached filter limb. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device detached, the filter struts have perforated into the organs, and the device tilted with the filter becoming embedded in the ivc wall. Furthermore, a filter strut migrated to the right ventricle of the heart. The patient allegedly experienced kidney/flank pain and blood in their urine. The device was removed percutaneously after two attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.